Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was unable to be obtained. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a farawave nav catheter was selected for use during a procedure performed on (B)(6) 2025. Following the procedure, the patient developed pericarditis and remains hospitalized. According to the information provided, prophylactic medication was administered. The primary intervention for the arrhythmia was drainage. Patient history indicated prior chest trauma resulting from a motor vehicle accident approximately six months before the procedure. The attending physician has suggested that this prior injury may have contributed to the development of pericarditis.